Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included supraventricular tachycardia from (B)(6) 2012 to (B)(6) 2012 and appendicectomy in 2009. Previously administered products included for an unreported indication: yasmin from 2010 to 2011. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel sensitivity"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic-asisted vaginal hysterectomy with bilateral salpingectomy,cystoscopy;). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and fatigue was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, allergy to metals, dyspareunia, weight increased, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2015 patient had x-ray pelvis resulted in postoperative changes in the right lower quadrant possibly related to prior appendectomy. Round calcifications are seen in the pelvis which may represent phleboliths but are a nonspecific finding. Bilateral metallic fallopian tube occlusion devices are present . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, allergy to metal, fatigue, weight increased . Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs+mr received, reporter added, lot number added, event added as :- nickel sensitivity; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse);pain; fatigue, weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included supraventricular tachycardia from (B)(6) 2012 to (B)(6) 2012 and appendicectomy in 2009. Previously administered products included for an unreported indication: yasmin from 2010 to 2011. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals ("nickel sensitivity"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic-asisted vaginal hysterectomy with bilateral salpingectomy,cystoscopy;). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower and fatigue was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, allergy to metals, dyspareunia, weight increased, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2015 patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2015 patient had x-ray pelvis resulted in postoperative changes in the right lower quadrant possibly related to prior appendectomy. Round calcifications are seen in the pelvis which may represent phleboliths but are a nonspecific finding. Bilateral metallic fallopian tube occlusion devices are present. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, allergy to metal, fatigue, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2015 patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.